Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Intraoperatively during insertion of the ceramic hip inlay a ceramic fragment broke off. It was possible to remove the ceramic parts and another inlay was used. No patient harm and no surgery prolongation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿intraoperatively during insertion of the ceramic hip inlay a ceramic fragment broke off. It was possible to remove the ceramic parts and another inlay was used. No patient consent, no surgery prolongation¿. The ceramic liner was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual analysis of the returned sample revealed that delta cer insert 36id x 56od has the rim fracture in to one (1) large and twelve (12) small fragments. Metal transfer of erratic appearance can be found around the whole circumference of the center and top section of the taper; this metal transfer indicates attempts to remove the ceramic liner from the acetabular cup in a tilted position. However, it cannot be determined whether this metal transfer occurred prior to, or after, the primary fracture event. Additionally, the liner does not exhibits patterns of metal transfer that indicates a correct taper fit between the ceramic liner and the metal transfer. However, metal transfer was observed at the bottom of the taper, indicating a tilted position of the liner during impaction. Next to the fracture surface, metal transfer can be found which indicated small areas of intensive contact between the ceramic liner and the metal cup. Therefore, it is assumed that the liner fractured due to a point load caused by a misaligned position of the insert in the metal cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the ceramic liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established. Consideration must be given to all potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [121881756 / 4350163] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 36id x 56od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. 1) quantity manufactured: (B)(4), 2) date of manufacture: 18-jan-2024, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: 31-dec-2028, 5) IFU reference: 78002788. Device history review : a manufacturing record evaluation was performed for the finished device [121881756 / 4350163] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.